Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, the patient reported that she is pregnant, and her infusion set's site was not sticking to the site. Therefore, the infusion set's site was leaking since last week (friday). Moreover, the infusion had been used for 24 hours. There was no stress or pull on the infusion set tubing. No further information was available.